Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that one staple was partially formed and loaded at the front of the cover block. There were 29 staples remaining, indicating that at least 6 staples were fired by the customer. The trigger was returned partially engaged. There was no clear evidence of use in the form of biological material was present on the device. The stapler was returned with a staple partially formed and loaded. Upon functional inspection, the first partially formed staple fully formed but did release properly and had to be manually removed. The stapler was then fired into a skin pad and all the remaining staples fired. Staples two, seven, nine, and seventeen all required excessive force to engage the trigger, as well as the trigger getting stuck. The stapler was disassembled, and it was observed that the saddle spring was partially disconnected from the pusher and severely bent towards one side of the cover block. Minor die cast anomalies were discovered on the forming tool. No other defects or anomalies were observed. A non-conformance was opened to address the saddle spring disconnection issue. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the stapler was returned with a staple partially formed and loaded. Upon functional inspection, the first partially formed staple fully formed and released properly. The stapler was then fired into a skin pad and all the remaining staples fired. Staples two, seven, nine, and seventeen all required excessive force to engage the trigger, as well as the trigger getting stuck. The stapler was disassembled, and it was observed that the saddle spring was partially disconnected from the pusher and severely bent to one side of the cover block. Minor die cast anomalies were discovered on the forming tool. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a; corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".